Event description:
On (B)(6), an amazon customer commented that the products were false negatives. The customer commented that the product is a scam because this is not an FDA approved product (meaning this product has been approved by FDA for an eua) and it gave false negatives. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.